Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a device change-out procedure the patient¿s heart rate was noted to be 45 beats per minute. An interrogation found that the right atrial (ra) lead thresholds had increased from measurements taken during the procedure. The thresholds were now high and there was no capture due to a micro-dislodgment. The lead was repositioned; however, the following morning was found to be dislodged again. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.